Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that customer received a motor error alarm and a no delivery alarm. Caller reported that customer went to the emergency room on (B)(6) 2016 with blood glucose of 600 mg/dl. Customer had large ketones. Customer was off of insulin pump for a couple of hours prior to hospital visit. Caller reported that drive support cap was sticking out. Troubleshooting could not be performed due to customer being in the hospital.

Manufacturer narrative:
The pump was received with operating currents within specifications. The pump passed the displacement, self test and error tests. The pump gave a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the prime, excessive no delivery, or occlusion tests or verify the motor error alarms due to the compromised force sensor system alarm. The motor was tested outside the device and it passed. The pump was received with a cracked case at the display window corners, minor scratches on the lcd window, a missing end cap sticker and a cracked end cap.